Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the death was considered to be related to pump thrombosis, but that was not confirmed. The patient had a long hospitalization. On (B)(6) 2023 the patient experienced a stroke with left upper extremity weakness and dysphagia. A stroke code was called, and the patient was taken to get a computed tomography (CT) that showed focal lucency in the left basal ganglia. This was new compared to 10jun2021, yet consistent with age indeterminate infarction and possibly thought to be chronic. There were no large vessel occlusion involving the intracranial arterial vasculature. A mild fusiform ectasia of the superior division right m2 segment, without saccular aneurysm was identified. The patient was continued on heparin drip and over the course of 1-2 hours, dysphagia progressed, and the patient was taken back to CT, with the same findings as above. Acetylsalicylic acid and heparin drip were continued, yet warfarin was held awaiting the third CT. A stability CT was performed on (B)(6) 2023 and found stable. Warfarin was restarted with neurology approval. Slurred speech improved by 29oct2023, and patient was cleared by speech and language pathologist for diet, although persistent word-finding difficulty and right-sided weakness remained. On 30oct2023 and 31oct2023, the patient was less interactive, with relative hypotension, frequent power spikes and worsening hemolysis labs, likely from pump thrombus. The patient required increased vasopressor support for worsening cardiogenic shock and end organ malperfusion. On 31oct2023, the patient had acute, dense right-sided hemiplegia and worsened aphasia, likely from new embolic stroke versus recrudescence of prior infarction in the setting of hypotension. A stroke code was called, and neurology consulted with no interventions possible. After a discussion with family on 31oct2023, it was decided that the patient would be do not resuscitate, with no further escalation of care. The patient went into asystole and passed away at 20:01. The device operated as intended, as pump thrombus was only suspected and never confirmed.

Event description:
It was additionally reported that the waveforms were submitted for concern of up trending lactate dehydrogenase, larger left ventricle size, and concern for clot. The patient had lab alternations with no symptoms. The waveforms could not confirm thrombus. The patients ldh was increased to 1058. There were no heart failure symptoms experienced. A transesophageal echocardiography (tee) was ordered and partial thromboplastin time (ptt) was therapeutic. Aspirin was increased to 325 mg. The patient passed away due to cardiac arrest on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient underwent ramp study on (B)(6) 2023 to rule out power as a contributing factor to his unstable condition. The log files captured a low speed advisory during ramp. The fixed speed was changed several times.

Manufacturer narrative:
Additional h6 - health effect - clinical codes: 4567 - lactate dehydrogenase increased 1815 - dysphagia 1967 - weakness 1914 - hypotension 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: the report of pump thrombus could not be confirmed through this evaluation. Analysis of the log files provided by the account confirmed a transient elevation in pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the suspected thrombus and the reported events and patient outcome could not be conclusively established. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established. The submitted log files collectively contained events and data from (B)(6) 2023 and from (B)(6) 2023. One transient elevation in power and flow was observed on (B)(6) 2023, which was associated with a pulsatility index (pi) event. No other notable events or alarms were observed, and the pump appeared to function as intended for the duration of the files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, respiratory failure, stroke, hemolysis, and death, that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index but may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. Section 6 of the IFU, ¿patient care and management¿, outlines indications of thrombus and how to respond to such events. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications. Additionally, several sections of the IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These documents state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted after respiratory arrest. T he patients lactate dehydrogenase was elevated to 1200.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.